Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) showed system fault 46,441. No discrepancies related to the complaint were found during visual inspection. The customer reported issue cannot be replicated. Found bubbled on downstream occlusion (dso) seal and fluid ingression into dso sensor. Replaced dso sensor to resolve the reported error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
It was observed during inspection of a returned cadd-solis vip ambulatory infusion pump that the fluid ingression into downstream occlusion (dso) sensor. This issue could cause interruption of therapy.